Event description:
During a pulmonary vein isolation a farawave nav was selected for use. The patient experienced a pericardial effusion during an ablation procedure. The physician believes the complication was caused by the wire from the farawave nav, although no resistance was felt during catheter maneuvering. The issue was identified through post-procedure ice imaging. The guidewire used was a merit rosen. Details regarding medical interventions, hospital admission, and patient outcome were not reported. The device will not be available for return due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation a farawave nav was selected for use. The patient experienced a pericardial effusion during an ablation procedure. The physician believes the complication was caused by the wire from the farawave nav, although no resistance was felt during catheter maneuvering. The issue was identified through post-procedure ice imaging. The guidewire used was a merit rosen. Details regarding medical interventions, hospital admission, and patient outcome were not reported. The device will not be available for return due to disposal. Additional information revealed the physician completed a pulmonary vein isolation and posterior wall isolation using the farawave catheter. The physician mapped and ablated with the farawave catheter. The entire procedure was successfully completed with no noticeable changes in blood pressure, rate, or rhythm. The physician did a post-procedure check to look for effusion which is routine for the physician to do before ending the procedure. It was during this post procedure check when the physician noted the effusion. This effusion had not existed during the pre-procedure check which he did before crossing the septum.

Manufacturer narrative:
B5: describe event or problem - updated.